Event description:
After placement of the cannula into the aorta, the accessory needle introducer could not be withdrawn from the cannula body because the end cap component detached from the needle. The cannula was changed out during the case with no patient complication reported.